Event description:
Information received by medtronic indicated that when changing the battery device setting had to be reset. Rewind was slower and louder. The insulin pump buttons were hard to press and less responsive. The customer also received no delivery alerts more frequently. The customer also reported insulin flow block. The customer also reported that the transmitter was no longer communicating with the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed. It was unknown if the customer will continue using the device or not. The product will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. S/w version = 4.11e. Retainer ring = black. Case type = ngp. On (B)(6) 2022 the customer alleged no delivery/insulin flow blocked alarm, rewind anomaly and keypad unresponsive. The test p-cap locks properly in place in the reservoir compartment. The following cosmetic damages were found during the visual inspection: battery cap contact missing, cracked case behind the pump at the battery compartment and pillowing keypad overlay. Thus software was utilized and downloaded trace/history files properly. No relevant "no delivery alarms" were found in the pump history. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No ¿no delivery alarm¿ during testing. No rewind anomaly noted during testing. No rewind alarms noted in the pump's memory. Motor was tested outside the pump and functioned properly. All buttons function properly. No damage noted to keypad assembly and j1 connector on pcba 1 was locked properly during visual inspection. Pump was cut open to perform visual inspection and found no component or moisture damage on the electronic assembly, motor assembly and force sensor. In summary, pump passed required testing. Customer alleged for insulin flow blocked/no delivery alarm was not confirmed. Rewind anomaly was not confirmed. All buttons functioned properly during test. Keypad unresponsive was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.